Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a consumer regarding a patient who was receiving hydromorphone of an unknown concentration at a dose rate of 3.497 mcg/day and bupivacaine of an unknown concentration via an implantable pump for spinal pain. It was reported that the patient had a catastrophic spinal cord injury. The patient ptm was disabled. They had them decrease the medications in the pump. On the printout it was noted as having said -0.13%. The dose for both pump drugs was noted as being in one box. It was not clear if the dose was 3.497 mg/day for the drugs combined or if they both had the same dose. The patient did not have a healthcare provider. The patient was dismissed, and they could not find a physician that would touch the pump. The patient experienced pain in their legs. The change in therapy/symptoms occurred gradually. The pain started 6 to 8 weeks ago. The date (B)(6) 2019 is considered an approximate date of event (year known only). The pump was alarming. The pump started alarming with the single tone about two weeks ago and today ((B)(6) 2019) the critical alarm started. The sound heard was consistent with a pump alarm. The patient was looking to at least have the pump silenced but would prefer having the pump filled. It was indicated that patient had hydromorphone and bupivacaine in their pump and had left one physician to go to another. On 2019-oct-16 a company representative further reported that they spoke with the patient¿s wife and had physician names and number to provide. It was noted that luckily there was no drug in the pump per the patient¿s wife. No further patient complications have been reported as a result of this event.